Manufacturer narrative:
This report is being filed on an international product; list number 6c36 that has similar products distributed in the us, list numbers 4p53 and 1l80. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account suspected a (B)(6) architect hbsag result (B)(6) on a sample. Additional testing was (B)(6) for (B)(6). (B)(6) dna was also (B)(6). Architect method was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Lot number updated from unknown to 71328fn00.the customer had been centriguging samples at 4,000 rpm for 5 minutes instead of the 10,000g for 10 minutes per product labelling. Abbott customer service advised the customer to increase centrifugation time and force. A subsequent instrument inspection found the sample probe of the instrument was askew and the probe was replaced and recalibrated. Reproducibility testing completed post probe replacement indicated good performance. Additionally, a review of architect instrument result logs identified results for sample ID (B)(4) which matched those described within the compliant ticket. Review of the result log identified a comment stating "hep-lipemic" was entered against this patient sample. A review of ticket searches determined that there is no unusual activity for the likely cause lot. The complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. A review of the product quality history associated with the reagent lot number did not identify any issues associated with the customer observation. A review of customer field data was also completed. The review of median patient results for the architect hbsag assay lot 71328fn00 is performing comparably to other reagent lots in the field. A review of the product labeling concluded that the issue is sufficiently addressed. Taken together, the ticket states that sub-optimal centrifugation conditions were being used by the customer, especially given the comment that the sample was lipemic, therefore sample integrity may have been a factor in the original result generated. A sporadic instrumentation issue may also have been a factor; therefore, no product deficiency was identified.